Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. The logs recorded some delay while tracking the instruments which prompted a protection mechanism followed by a low performance warning. However, this was acknowledged immediately, and the system stability was restored. Analysis found that the reported event was related to a software issue. This issue is consistent with the following known software issue. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, lot #: 2.1.0, ubd: unknown, UDI#:unknown, h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test, all of which passed. A system checkout was performed with no issues, and the low performance error could not be repeated. No hardware parts were replaced. After the evaluation, the system was confirmed to be performing as intended. Codes b01, c19, and d14 apply. H6) a1102 is for "low performance" error, a0902 is for system monitor went black for a brief moment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar surgical procedure. It was reported that the system monitor went black for a brief moment. When it was brought back up, the unit showed a "low performance" error. The navigation screen was exited and re-entered, and the error cleared and has not happened since. There was no delay or impact on patient outcome.